Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had pump error alarms on insulin pump. The customer also had high blood glucose of 295 mg/dl. The customer¿s current blood glucose was 274 mg/dl. The customer had symptoms like abdominal pain. Troubleshoot was done for error alarms. Customer states the alarm did not occur immediately after a battery change. The product was returned for analysis.

Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed displacement test. Sleep current measurement and active current measurement within specifications. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected power loss alarm noted during testing or in the device trace download. Device received with cracked retainer, minor scratched display window, fading serial number label, pillowing keypad overlay and scratched case. Device was monitor. No unexpected post-reset ram crc alarm noted after battery insertion.